Event description:
The customer stated an architect c8000 analyzer generated falsely decreased sodium, potassium and chloride results for one patient sample. The sodium results of 117, potassium results of 3.3 and chloride results of 88 were questioned by the healthcare provider. Upon repeat, sodium results of 140, potassium results of 4.2 and chloride results of 99 were generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). The customer found that nozzle 1 on the cuvette washer was dripping and changed the poppet valve to resolve the issue. An investigation was initiated to further investigate the customer issue. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and a product safety review. Tracking and trending did not indicate any adverse trend for the architect c8000 for the reported complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no product issue was identified for the architect c8000 for falsely decreased results.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.